Event description:
The device was used during a coronary artery bypass graft procedure. Reportedly, the suture broke. The surgeon was able to complete the procedure with the product. The hosp has reported no pt injury occurred.